Event description:
Bayer case number: (B)(4) persistent abdominopelvic pain [pelvic pain female] , significant fatigue [fatigue] , weight loss [weight loss] , bladder instability [bladder instability] , cystalgia (pain) with full bladder [cystalgia] , stress urinary incontinence [stress urinary incontinence], daytime urinary frequency [urinary frequency] , hemodynamic disturbances [hemodynamic instability] , pain in the right iliac fossa/persistent abdominopelvic pain [iliac fossa pain] , abdominal bloating [abdominal bloating] , pubalgia [pubic pain] , right coxalgia (hip pain) [coxalgia] , right l4 radicular pain [lumbar radicular pain] , lumbago [lumbago] , right l4 lumbar radiculopathy [lumbar radiculopathy] , right pudendal neuralgia [pudendal neuralgia] , constipation [constipation] , recurrent nausea [nausea] , severe headaches [frequent headaches] , adductor pain [localised muscle pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent abdominopelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 1 in 2001 and saphenectomy, ingrown toenail, appendicitis, iodine allergy, deep vein thrombosis, liver contusion, pneumothorax, fractured ribs and asthma. Concurrent conditions were listed as nausea and urinary infection. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), fatigue ("significant fatigue"), hypertonic bladder ("bladder instability"), bladder pain ("cystalgia (pain) with full bladder"), stress urinary incontinence ("stress urinary incontinence"), pollakiuria ("daytime urinary frequency "), haemodynamic instability ("hemodynamic disturbances"), abdominal pain lower ("pain in the right iliac fossa/persistent abdominopelvic pain"), abdominal distension ("abdominal bloating"), pubic pain ("pubalgia"), arthralgia ("right coxalgia (hip pain) "), sciatica ("right l4 radicular pain "), back pain ("lumbago"), lumbar radiculopathy ("right l4 lumbar radiculopathy "), pudendal canal syndrome ("right pudendal neuralgia"), constipation ("constipation"), nausea ("recurrent nausea "), headache ("severe headaches") and myalgia ("adductor pain") and was found to have weight decreased ("weight loss"). The patient was hospitalised from (B)(6) 2022. The patient was treated with transipeg (macrogol 3350, potassium chloride, sodium bicarbonate, sodium chloride, sodium sulfate anhydrous), lovenox (enoxaparin sodium), dafalgan (paracetamol), topalgic (tramadol hydrochloride) and inexium (esomeprazole magnesium) as well as surgery (total hysterectomy by colonoscopy). At the time of the report, the outcomes for pelvic pain, fatigue, weight decreased, bladder pain, stress urinary incontinence, pollakiuria, haemodynamic instability, abdominal pain lower, abdominal distension, pubic pain, arthralgia, sciatica, back pain, lumbar radiculopathy, pudendal canal syndrome, constipation, nausea, headache and myalgia were unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, bladder pain, constipation, fatigue, haemodynamic instability, headache, hypertonic bladder, lumbar radiculopathy, myalgia, nausea, pelvic pain, pollakiuria, pubic pain, pudendal canal syndrome, sciatica, stress urinary incontinence and weight decreased to be related to essure administration. The reporter commented: since the insertion of essure implants, the patient suffered from numerous symptoms that have severely disrupted her daily life, notably persistent abdominal-pelvic pain, headaches, and significant fatigue. These chronic and debilitating ailments have also had substantial repercussions on her professional life. The presence of the essure® implants hindered her normal return to work, leading to a declaration of incapacity effective (B)(6) 2022. She was thus compelled to cease her professional activities and was only able to resume work intermittently between 2022 and 2023. This situation resulted in a loss of income. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2022: results showed nothing abnormal [investigation] (date unknown): lab data was normal. [Sars-cov-2 antibody test] on (B)(6) 2022: negative. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.